Event description:
It was reported that the transfer set became disconnected from the patient line extension during drain one of five of peritoneal dialysis therapy on the homechoice. The caregiver stated that they had reconnected the patient line and transfer set following the disconnection. The transfer set was replaced. The nurse stated that there was nothing unusual noted about the supplies and that they attributed the disconnection to the patient not connecting the products tightly. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report where the transfer set and the patient line extension became disconnected due to a loose connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.